Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The home patient observed air bubbles in the supply line and stated the supply bag was tightly connected. The technical services representative (tsr) assisted the patient in ending therapy. The patient would complete therapy by manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported alarm. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, clamp function testing and device-device interaction testing were performed on the device; all passing successfully with no issues noted. Therefore, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.